Event description:
It was reported that the device constantly exhibited overpressure. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not required. Functional testing was unable to confirm the reported issue; the device worked properly with no high-pressure alarm displayed. The root cause was unknown. The sensors were calibrated as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.